Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the osteosynthesis surgery for proximal humeral shaft fracture with the with multiloc humeral nail (mhn) system. During drilling of the distal hole, two (2) of the multiloc humeral nail interfered with im nails. The surgeon continued drilling with fine adjustments, and felt a little uncomfortable with the drill sleeve in question. The surgeon used another drill sleeve instead, and succeeded in drilling without any problem. The surgery was completed successfully within 30 minutes delay. This report involves one (1) 8.0mm/3.2mm drill sleeve 200mm. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the epoxy color code on drillsl 8/3.2 f/03.010.063 have peeled out partially. This could have happen due to part in service for a while. However, it does not impact the functionality of device and is irrelevant to complaint condition. The dimensional inspection was performed for the drillsl 8/3.2 f/03.010.063 and found within specification. The functional test on the device cannot be performed due to the absence of the mating device. The alleged complaint condition of misalignment issue cannot be confirmed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the drillsl 8/3.2 f/03.010.063. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: dia 3.2 mm drill sleeve ngn 03_010_064 rev g/ rev e (current & manufactured) dimensional inspection: drawing: 03_010_064 rev e specified dimensions: shaft inner diameter on frontal end of drill sleeve= 3.30-3.35 mm measured dimensions: shaft inner diameter on frontal end of drill sleeve= 3.32 mm device used: caliper ca802. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.